Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s), laser. No complications.

Manufacturer narrative:
This entire form was filled out by manufacturer. Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 14mm proximal of electrode tip. The proximal section of j stiffener wire measures approx. 104mm and has migrated down lead body approx. 200mm proximal of electrode tip. X-ray of lead confirms j stiffener wire fracture.